Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What was the date of the initial procedure? What tissue layer was the suture used? What were the patient symptoms that caused the surgeon to remove the suture? What was the date the patient returned for suture removal? Was a surgical procedure involved in removing the suture, or was the excess suture cut off? Was the wound re-sutured? Will the suture involved in the event be returning for evaluation? What is the surgeon opinion regarding the relationship of the spitting and the stratafix spiral? What is the current condition of the patient?

Event description:
It was reported that a patient underwent a scoliosis procedure on an unknown date and barbed suture was used. The patient experienced suture spitting on an unknown date. The surgeon removed the suture to resolve the issue. The current patient status is unknown. Additional information has been requested.

Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot.